Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: hospital: [institution]. "I have an epix universal clip applier that misfired and didn¿t fire a clip and severed an artery. I have the packaging for this specific clip applier as well. I was wondering if we could get this taken care of as well as ordering a new clip applier to replace this one that had misfired." Additional information received from [name] via email on 14may2024: the lot number is 1509346. The product is available for return. The procedure was laparoscopic cholecystectomy. Over the last year this particular instrument has had significant issues with misfires and scissoring of the staple. Over 30% of the fires result with no clip being applied. When they are applied, they tend to be loose and or scissored. This particular instance the clip did not fire and the instrument ended up cutting the artery. I was able to control the bleeding with a different clip applier altogether. This is becoming more common in the instrument has been causing more and more issues. I have been looking at all different methods of the way with the firing. The patient is doing well at this point. Patient status: the patient is doing well at this point. Intervention: I was able to control the bleeding with a different clip applier altogether.

Manufacturer narrative:
The event unit was returned to applied medical. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the remaining clips loaded into the jaws and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. A historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: hospital: [institution] "I have an epix universal clip applier that misfired and didn¿t fire a clip and severed an artery. I have the packaging for this specific clip applier as well. I was wondering if we could get this taken care of as well as ordering a new clip applier to replace this one that had misfired." Additional information received from [name] via email on 14may2024: the lot number is 1509346. The product is available for return. The procedure was laparoscopic cholecystectomy. Over the last year this particular instrument has had significant issues with misfires and scissoring of the staple. Over 30% of the fires result with no clip being applied. When they are applied they tend to be loose and or scissored. This particular instance the clip did not fire and the instrument ended up cutting the artery. I was able to control the bleeding with a different clip applier altogether. This is becoming more common in the instrument has been causing more and more issues. I have been looking at all different methods of the way with the firing. The patient is doing well at this point. Patient status: the patient is doing well at this point. Intervention: I was able to control the bleeding with a different clip applier altogether.